Event description:
It was observed during the device inspection, that the gastrointestinal videoscope adhesive around objective lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: grip has a scratch.; air/water cylinder has no color; suction cylinder has no color; switch box has a scratch; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; scope connector is deformed and corrosion; sheet holder unit has corrosion due to water leakage; due to the burn on the distal end cover, insulation resistance value at distal end does not meet the standard value; distal end cover has a chip; nozzle is deformed; objective lens has a scratch; adhesive around light guide lens has a chip; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has a wrinkle; universal cord has a wrinkle; continuous flow in the air/water channel with flushing bottle; and universal cord has coating peeling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to include additional h6 "type of investigation" coding: codes were not included in previous supplemental.

Manufacturer narrative:
Correction to h4 of the initial medwatch. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the glue at the objective lens, but the type of foreign material that remained on the device could not be identified. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from the instructions or use (IFU) were identified. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.